Event description:
It was reported in abstract that minimally invasive surgery was performed on three patients afflicted with lumbar facet joint synovial cyst, using tubular rectrator. New pain in the right anterior thigh was observed. The patient underwent mi-scr at 4 months post-op and during the surgery dural damage occurred. No relapse has occurred in two years post-op.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Literature citation: koichi sugimoto, and hiroaki sawaura,"minimally invasive surgery against lumbar facet joint synovial cyst". (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.